Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.080" x 0.367" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.

Event description:
It was reported that during central processing, the force bipolar instrument's tip was found bent and broken. There was no reported injury.